Event description:
Boston scientific crm received information that the communicator wouldn't power on and the power supply was hot to the touch. No adverse patient effects reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance laboratory confirmed the reported allegation. The returned power supply was observed to be excessively hot when plugged in and the insulation was split open.